Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a device pocket infection in the left chest. It was further reported that the patient had an itch sensation in the incision a few weeks before and had scratched there causing the lead to be exposed. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.